Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd micro-fine¿ plus pen needle was unable to deliver medication. The following information was provided by the initial reporter : the user reported that the drug solution did not come out at a frequency of about one of 10 products and the user reuses the product.

Event description:
It was reported that 1 bd micro-fine¿ plus pen needle was unable to deliver medication. The following information was provided by the initial reporter : the user reported that the drug solution did not come out at a frequency of about one of 10 products and the user reuses the product.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.